Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device was received with cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.